Event description:
Procedure: tep (inguinal hernia). According to the reporter: during the procedure, the balloon burst. There was no report of pieces falling into the cavity or impacting the pt. A new instrument was used to complete the procedure. There was no pt injury.